Event description:
As reported by our edwards affiliate in germany, during a transfemoral tavr procedure, difficulties were encountered during the attempt to cross the native annulus with a 2 9 mm sapien 3 valve. Balloon aortic valvuloplasty (bav) was performed from the contralateral side. Due to the long rapid pacing runs, the patient had no circulation and CPR was started. The patient recovered, however, after another rapid pacing run, the patient lost circulation again. During this time, the sapien 3 valve was successfully deployed in the aortic position. The patient was placed on extracorporeal membrane oxygenation (ECMO) for further evaluation. A dissection of the aorta, from the abdominal aorta up to the aortic arch, was found. No information regarding how the dissection was resolved was provided. The status of the patient was not provided. It was speculated that the dissection may have occurred during the insertion of the cannula for the ECMO.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential adverse events associated with the overall thv procedure and may require intervention. There are several potential etiologies for ventricular perforation during a thv procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. Per the instructions for use (IFU), vascular dissection is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest procedural factors (insertion of the ECMO cannula) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Additional information: section b2: patient outcome; section h6: event codes. Additional information received indicated the patient expired shortly after the tavr procedure. The exact cause of death was not provided but may be related to the damage caused by the manipulation with the sheath or the cannula of the ECMO that was afterwards inserted.